Event description:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported.

Manufacturer narrative:
The customer reported that the device failed to discharge during use. No adverse pt impact was reported. On 04/22/2008, the device and paddle set were evaluated at philips. The symptom could not be duplicated. The device and paddle set passed all testing and were returned to the customer. There have been no further calls related to the customer's reported issue with this device. We are considering this a malfunction. We cannot determine the cause since the symptom could not be duplicated.